Event description:
It was reported that detachment of device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The wds was prepped. The core wire was retracted to ensure that the device was connected, and the catheter was flushed. A notable amount of air was noticed so extensive flushing was performed. The hemostatic valve was unscrewed and tightened multiple times. The wds was advanced into the was and the closure device was deployed into the laa. Right after deployment, the physician noticed that the core wire was no longer connected to device. The device remained implanted and the patient recovered and was discharged on (B)(6) 2021.